Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, the image was lost immediately after irrigating. The spyscope ds ii was unplugged and plugged back in; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.